Event description:
It was reported that the user experienced repeated ¿dosing stopped¿ messages and a ¿pairing failed¿ alert after inserting a new dexcom g7 continuous glucose monitor (cgm) sensor to connect with the pump; the user disclosed the sensors were two years past typical shelf life, and the user planned to monitor blood glucose manually until new sensors arrived. No adverse clinical symptoms reported. Outcomes included no health impact or need for medical intervention. User support included review of alarm history and user education on sensor shelf life and replacement. Investigation of this case revealed sensor obsolescence and failed pairing consistent with aged or expired sensors, leading to communication failure between the sensor and the pump. It was concluded, based on previously established findings for similar reports, that the cause was use of expired third-party cgm sensors leading to communication and integration failure.

Manufacturer narrative:
Initial.